Manufacturer narrative:
This report is submitted on september 6, 2018. (B)(4).

Event description:
Per the clinic, the patient experienced a skin overgrowth and developed an infection at the abutment site. Subsequently the patient underwent an abutment removal in (B)(6) 2018 and was administered topical steroids. It is unknown if there are plans to replace the abutment as of the date of this report.